Event description:
The circuit melted 3 inches from y part of pt tubing and melted the heated wire. The circuit was in use on a pt at the time of incident.

Manufacturer narrative:
Several samples were rec'd on three different occassions. All samples were forwarded to the rd&e group for evaluation and testing. On both samples returned for lot number y7l1023, the wires at the pt end of the inspiratory limb were bundled up near the wire retainer. Testing found that melting of circuits with similarly bundled wires required additional factors to result in a melt. No fire or glowing of the wires could be duplicated. This lot is the lot number suspected to be involved in the incident by the hosp. The testing of the returned samples was unable to recreate a fire. A melt could only be created under extreme conditions involving multiple faults of the equipment and circuit. Rd&e representatives for allegiance visitied the customer. The temperature probe, pigtail and f&p electrical adapeter appeared to function properly. The temperature probe and pigtail were noted to be manufactured five or more years ago. The heater base is of a previous software version. Testing by the customer indicated that it was also funtioning properly. The resistance of the wires involved was tested and found to be within the specified range required. It was noted that there was evidence that the wires may have been bundled near the pt connector at the area of the melt and burn. There was no evidence of a fire on or inside the tubing.